Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Event description:
An impella cp was inserted via the right femoral artery to support a 69 year old male who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared.the cp was supporting when on the day of implant the team observed signs of hemolysis. There was dark red blood noted in the patient with a foley and the labs were hemolyzing. No noted treatment was provided, no intervention. The pump was operating with d5w and sodium bicarbonate in the purge fluid and at pump p-level 5 with flows of 1.8 l/min. On day 2 of the support the care was further escalated as the team added extra-corporeal membrane oxygenation. The impella would function as a vent for the left ventricle. After approximately 30 hours of support the cp was explanted and replaced by an impella 5.5 pump.the care was escalated to the 5.5 placed via the axillary artery.the patient remains on the 5.5 pump and no other clinical details or reported hemolysis has been relayed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.